Event description:
Pt underwent a caudal epidural steroid injection on 10/3/97. The catheter was withdrawn and the anesthesiologist noted that the catheter tip appeared to be missing. The dr measured with another catheter and found that one cm of the catheter remained in the pt. Pt was informed.